Event description:
It was reported that a patient's device has high impedance. The patient sometimes feels electric shocks when he turns his head. The patient's history doesn't reveal any falls or accidents. The patient's x-rays show no abnormalities with the vns system. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Patient information; corrected data: patient information was inadvertently not added to initial MDR. Suspect medical device; corrected data: suspect device information was inadvertently not added to initial MDR.